Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of display was a board failure of the video connector due to water invasion into the scope or moisture, or a setting or abnormality on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus sales representative visited the site to check the scope and they confirmed the issue. The representative found a color bar was displayed and the scope image was not displayed. This report is related to and linked to the following medwatch with patient identifier of (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had frequent e218 error messages and the image was disturbed and noisy. The issue was observed during a therapeutic colectomy procedure. No issues were observed during the pre use inspection. Due to the issues occurring many times, a new scope was used to complete the procedure. No reports of patient harm were associated with this event.